Event description:
On (B)(6) 2013, this pt underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that a trunk-ipsilateral leg component was advanced and deployed with no issue. Upon withdrawal, the delivery catheter reportedly became stuck on the amplatz guidewire. Neither the wire nor the delivery catheter could move. It was reported that the cause of the inability to move the delivery catheter on the guidewire is unk. The physician elected to advance a buddy wire to maintain wire access, and then withdraw the sheath, guidewire, and delivery catheter together. A new sheath was advanced onto the buddy wire, and the procedure was completed with no further issue. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device eval showed the following. The delivery catheter was returned with the pebax inner lumen stripped away from the outer shaft and torn into two pieces. The portion still attached to the leading end of the catheter remained stuck on the guidewire and could not be reviewed with gentle tugging. The other portion of the pebax inner lumen showed deformation likely caused by tensile stress. The trailing olive on the catheter was damaged and appeared to have been compressed inwards. Continued withdrawal of the catheter against resistance may have contributed to the catheter damage and the broken bond between the trailing olive and the catheter shaft. Based on the observations, the resistance against guidewire, and difficulty removing the delivery catheter could not be determined with the currently available info.